Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized. Reportedly, the customer entered the incorrect values into the bolus menu and did not deliver enough insulin. The customer's blood glucose (bg) elevated to approximately 650 mg/dl and had diabetic ketoacidosis. Customer suspended pump therapy and was given insulin to treat bg level. Although requested, the customer did not provide the date of release from the hospital; however reported that the issue was resolved with no permanent damage sustained. During troubleshooting with tandem technical support, the customer successfully loaded a new cartridge and infusion set and resumed insulin delivery.